Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a plausible insulation breach.

Manufacturer narrative:
Concomitant medical product: l311 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and a polarity switch were noted on the right ventricular (rv) lead. Myopotential oversensing and noise were also noted. The lead was reprogrammed and then later capped and replaced. No patient complications have been reported as a result of this event.